Event description:
The user facility reported a 77yo male on impella 5.5 for mechanical circulatory support. The patient had high purge pressures a few hours after support was initiated. The team attempted to troubleshoot with the tissue plasminogen activator (tpa) protocol. However, the purge flow did not change. Heparin was not used in the purge due to previous coagulopathy with multiple blood products being administered. A decision was made by family to withdraw support and the patient expired.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted upon completion of the investigation. The instructions for use states the following for high purge pressures: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted that the care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The pump was not returned for investigation. Data logs show a gradual 2-hour rise in purge pressure without a reported motor current spike. According to the clinical details, heparin was not added to the purge solution, and tpa failed to reduce high purge pressure. The cause of the high purge pressure issue was most likely biomaterial based on data log review.